Manufacturer narrative:
The device was received by the (B)(6) center in (B)(6) and an evaluation was performed. The evaluation determined that there was no fault found with the returned device. The device software was reloaded during servicing and the astral performed to specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a power failure during technical servicing. The device was not in use when the fault occurred, therefore, there was no patient involvement.